Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The device was examined; this showed the fluid in the reservoir was discolored. The fluid was discolored but the source of the discoloration was not established.

Event description:
It was reported the fluid reservoir was examined and this showed blood contamination. No adverse effects reported.